Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg value not provided) and basal iq feature suspended insulin too long which resulted in an elevated bg (value not provided). Customer declined follow up from tandem technical support. No additional information was provided.